Event description:
The customer reported the 2600 system intermittently displayed lateral movement failure error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and duplicated the problem. The MFR identified potential corrosion on contacts from the lateral potentiator producing fluid intrusion and a mechanical obstruction at the head of the table causing a jam. The customer's biomedical staff will continue the repair. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.